Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2015 with the following findings: a review of the pump¿s alarm history data showed cs 088 alarms had occurred. During testing, the pump powered on with no alarms. The pump was exercised for 24 hours with no call service alarms occurring. The call service alarm complaint was shown in the alarm history but was not able to be duplicated during investigation. The pump was opened and unrelated to the complaint, moisture damage was found inside the pump case. Also unrelated to the complaint, investigation revealed a dim, with discolored text and a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. It was reported that the pump emitted multiple cs 088 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.